Event description:
User facility biomedical engineer put the equipment through an acceptance procedure. A vfib waveform was analyzed by the defibrillator. Shortly afterward the waveform on the defibrillator changed to a random waveform and therefore the defibrillator did not charge. At one stage "defib fail 06" error code appeared on the display. No pt was involved.